Event description:
It was reported that in the middle of a prostate procedure, a "fiber port overheat" message was observed and the laser kept going standby mode. This issue was observed for approximately 15 minutes until the physician "stopped" the procedure. There was no patient injury reported.